Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had a cuff leak after four days of use. There was patient involvement, but no patient harm.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device had no visual defects, and when the sample was inflated with the use of a syringe and submerged under water to detect problems in the inflation system, there were no leaks detected in the inflation system. The device worked as expected.